Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated, replaced, and then calibrated to optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.